Manufacturer narrative:
The sample was requested for investigation but could not be provided. Therefore, further investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of (B)(6) results for 1 patient sample tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 6000 e 601 module. Two sample tubes were drawn from the patient at the same time. Sample tube 1 was run on the e601 module with a result of (B)(6). On (B)(6) 2019 sample tube 2 was run on an elisa system with results of (B)(6). On (B)(6) 2019 both sample tubes were run on the e601 module with results of (B)(6). No erroneous results were reported outside of the laboratory. The customer does not think the (B)(6) results are correct. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). Qc results at the customer site between (B)(6) 2019 had been acceptable.